Event description:
It was reported that patient was not able to get enough pain relief. It was noted also that patient got pain at the pocket site. The patient underwent an explant procedure where all devices were removed. The explanted device was retained at the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial:(B)(6), batch: 5065253/21096878.